Manufacturer narrative:
It was inadvertently reported as " h6 investigation conclusions-11 - conclusion not yet available" in follow-up report 1. The corrected code has been updated in this report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
It was inadvertently reported in b5 of the initial report that the event was noted during a perm ipg implant on (B)(6) 2021. The correct date is (B)(6) 2020.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14937. It was reported that during a perm ipg implant on (B)(6) 2021 the physician noted that the leads had migrated. Patient¿s therapy was affected due to the lead migration. Surgical intervention took place wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, therapy was confirmed post operatively.